Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported tissue injury, as listed in mitraclip g4 clip delivery system, is a known possible complication associated with mitraclip procedures. Based on the available information the cause of the reported positioning failure (leaflet grasping & capture) is patient anatomy. The tissue injury is a cascading effect of the reported positioning failure. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The posterior medial leaflet (pml) was restricted. Two clips were implanted successfully. The first was implanted medially and the second one was implanted centrally. The mr was reduced to 1-2. A third clip was advanced to the mitral valve, grasping was difficult. Establishing final arm angle (efaa) was successful. However, after the lock-line was unwrapped it was observed the pml was detached from the clip. The mr increased to 2. The pml appeared damaged. The clip was not implanted. A total of 2 clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.